Event description:
A 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent and a 2.5mm diameter x 24mm length endeavor rx drug eluting coronary stent (MFR report# 2953200-2009-00982) were deployed in the proximal and distal area of the target lesion of the lad# 6-7 which was 99% stenotic, to treat unstable angina. It is reported that the procedure was completed without difficulty. There was 50-75% stenosis at lad#8, however, this was not treated. Three days post deployment, the patient presented with chest pain, angiography confirmed total occlusion in the lad # 6. The thrombosis was treated using aspiration and ballooning of the deployed stents. An attempt was made to deliver another manufacturer's bare metal stent to lad#8; however, the attempt failed. During this attempt, the patient's bloodstream became slow, so iabp (intra-aortic balloon pump) was started. However, the patient's condition got worse and though cardiac compression was performed, the patient died. It was reported that prior to the procedure, the patient was placed on medication for hypertension and hyperlipidemia. The physician commented that "no abnormalities with the device were observed during inspection or preparation of the device prior to use." The physician also commented that "the root cause of thrombosis is unclear, but it might have happened even if other stents were used for this case". The device has not been identified as the root cause of the event. Although the japanese endeavor rx IFU states that the use of this product carries the risks associated with coronary artery stenting, including thrombosis, vascular complications, and/or bleeding events, based on the limited information provided, the root cause for this event cannot be determined.

Manufacturer narrative:
Evaluation codes, results: (stent thrombosis, death). (Secondary intervention: thrombus aspiration, ballooning of deployed stents).